Event description:
I had a knee replacement (B)(6) 2016 zimmer unit became loose and with 8 months, another knee replacement was needed. Almost 2 yrs and I still am not fully recovered nor have I been able to work.